Manufacturer narrative:
H3: product analysis confirmed that the trivantage nim was noisier than expected. The electrode wires in the returned sample were tested for continuity to manufacturing specifications. Electrode wire 1 of 4 ¿ continuity in specification. Electrode wire 2 of 4 ¿ continuity in specification. Electrode wire 3 of 4 ¿ continuity in specification. Electrode wire 4 of 4 ¿ continuity in specification. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that during parathyroid exploration the trivantage nim was noisier than typical. Both channels were shown to be noisy, orange artifact waveform was present, free run emg at approx 60uv. Reboot of system completed. Electrode check showed that the red channel was a red "x". Swapped blue and red electrodes in patient interface box, red 'x' swapped to the blue channel. Suspected damage to the red electrodes. Surgeon completed the procedure not monitoring the right side. Suggestion made to reintubate or rotate the tube for functional electrodes to be in contact with operative side. There was a 15 minute delay. On follow up, surgeon completed the procedure not monitoring the right side. The red ¿x¿ indicating the electrode not functioning indicated there was something wrong with the red electrodes. There was no reported visible damage, the red ¿x¿ indicating the electrode was not functioning indicated there was something wrong with the red electrodes. The anesthetist indicated to the clinical nurse lead that some torsion had been applied when positioning the tube. The nerve was not visible, no use of the stim probe at the time of the event.